Event description:
It was reported that the customer was noticing a disparity between insulin pump blood glucose readings and actual blood glucose reading level. The customer was walked through trouble shooting and the customer stated they would call back if they had another problem occur. Customers blood glucose level was reported at 203 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.